Manufacturer narrative:
Section d4 and h4: the devices expiration and manufacturing, respectively, dates have been entered. Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. Although the report of elevations in power and corresponding flow were confirmed through the analysis of the submitted log file, a specific cause for the elevations could not be conclusively determined through this investigation. The center reported that the patient had elevations in power and flow overnight on (B)(6) 2018 with increased ldh up to 1282 from previous 600-900 from their last admissions with baseline ldh in the 200¿s. The submitted system controller log file captured several elevations in power (up to 10.8 watts) and corresponding flow (up to 11.9 liters per minute) occurring on (B)(6) 2018 starting at 0528 am. These majority of these elevations appeared to occur during pi events. No atypical alarms were captured and the pump remained above the low speed limit for the duration of the log file. The submitted log file appeared to show the system operating as intended. Also of note, the patient had been operating on battery power for approximately 6 days. It was later reported that the patient historically does not use a power module and has been educated repeatedly on the risk of sleeping on battery power. The patient verbalized more recently that they did not even know where their power module was located. The patient was admitted to barnes jewish from kansas university for elevated ldh and elevations in power and flow. It was reported that the patient had a history of pump thrombosis. The patient¿s ldh was noted to be 1200 and the patient was started on a heparin drip. The patient had a cardiac catheterization and echocardiogram which showed decreased left ventricular (lv) unloading. The decision was made to exchange the pump from hmii to hm3 on (B)(6) 2019. The patient had been discharged since the pump exchange. The patient remains ongoing on support from the hmii lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 3 years, 9 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. A routine log file was submitted for evaluation. It was reported that the patient had power and flow elevations overnight on (B)(6) 2018, with an increase ldh 1282 (units/l) from previous 600-900 (units/l) during last admission with baseline ldh in the 200's (units/l). Technical service reviewed the log files and during analysis, observed some elevated power and flow with slight decrease in the patient's average pi. Patient's vital signs and lab results were inquired. On (B)(6) 2019 it was reported that patient had history of suspected pump thrombosis due to the initial reported events of elevated ldh 1200, power/flow, where patient started on heparin drip and had cardiac cath and echo which showed decreased lv unloading. Decision was made for patient to exchange hmii to hm3 ((B)(4) to (B)(4)) (B)(6) 2018 and patient was discharged since the pump exchange. No further information was provided.